Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a mitral clip procedure. During preparation, the physician mentioned that the needle was unable to be energized. The cable was replaced, yet no change observed. A new kit was then opened (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return as it was disposed of at the facility. It has been further mentioned that no error codes or alerts were observed when rf was attempted. The generator was in ready mode and the rf tone was heard when energization was attempted. Tenting of the septum was also confirmed before attempting. No issues were noted with the patient's anatomy and no resistance was noted while tracking the needle through the sheath/dilator.